Event description:
It was reported that cartridge alarm occurred during load process even though caller followed prompts and had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return problematic pump within specified timeframe using provided shipping materials, and was advised to reprogram pump settings and reconnect cgm to replacement pump that was sent under warranty by technical support.